Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no actions or interventions have been taken to resolve the patient¿s recharging issues. They noted that the cause of the patient¿s complaint has not been determined. The event has not been resolved. The rep stated that the information was confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via manufacturer representative concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often. The patient has noticed over time that it is taking a longer time to charge his device. There have not been any changes in the patient¿s parameters. Patient would charge for an hour and some days 2 hours before he gets up to 100%. Recharging calculation statistics were reviewed: 2.4v/90pw/1000hz. 510 ohms. Two anodes and two cathodes. On 24/7. Estimated recharging calculation statistic: 7 days. The patient holds the recharger during charging sessions. It was suggested that the patient use a charging belt or adhesive disc to stabilize the antenna. No patient symptoms were reported. No further complications were reported/anticipated.